Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping a 4.00x20mm promus element plus stent delivery system for a stenting treatment procedure, it was noted that the stent struts were lifted. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).